Event description:
The daughter of a patient self tester called in to report error qc2h when testing her mother's inr on inratio. The daughter is a nurse and caretaker for her mother. She stated that the patient's coumadin dose is modified daily depending on inr result. Upon request the daughter provided inratio results prior to observing the qc2h erros. Inratio results were as follows: (B)(6) 2015 inratio=3.5; (B)(6) 2015 inratio=3.9; (B)(6) 2015 inratio=3.4. No data comparisons performed on those dates. Patient self tester's therapeutic range: 2.5-3.0. On (B)(6) 2015 she obtained a qc2h and the patient's coumadin was held at that time. This will be considered the date of event. The following day ((B)(6) 2015), she again obtained a qc2h and the patient experienced bleeding from the mouth and was spitting out blood. The daughter took her to the hospital for a lab draw which resulted in an inr=8.9. Unable to obtain information concerning possible treatment at that time. Daughter stated that her mother is fine and they will continue to monitor her testing.

Manufacturer narrative:
The customer's monitor gave qc errors instead of potentially discrepant results. The product insert advises that the inratio system has a pt measuring range of 7 to 75 seconds (0.7 to 7.5 inr units). An inr result greater than the measurable range will result in an inr value of >7.5. A discrete value will not be displayed. In-house testing with 12 retain strips did not produce the customer's observation of qc2h errors. The product performed as expected and no product deficiencies were observed. The customer is anemic but a hematocrit was not provided. Be advised, a hematocrit that is higher (above 55%) or lower (below 30%) than the validated operating range of inratio systems can cause an inaccurate result or testing errors. The customer's current health status cannot be ruled out as a possible root cause for the observed error messages. All complaints are subject to routine tracking and trending. No product deficiency was observed; no corrective action is required at this time.